Event description:
Additional information was received on (B)(6), 2012 when it was reported that the reason for the generator replacement referral was either for end of service or near end of service. The patient underwent a full revision surgery on (B)(6), 2012 and it was confirmed that the generator was replaced due to eos=yes. The leads were also replaced due to high impedance being observed during surgery. The consultant who attended the surgery indicated that he ran multiple diagnostics tests on the day of surgery and high impedance was observed on each occasion. The consultant stated that he had not performed diagnostics on this patient prior to the surgery. The consultant stated that the hospital would not give him the explanted products to return for product analysis. Attempts for further information from the physician have been made but were unsuccessful.

Event description:
Additional information was received on (B)(6) 2012, when the implant card was received indicating the patient's generator product information. The lead impedance after replacement was noted to be within normal limits. A battery life calculation was performed which showed a negative amount of time remaining until near end of service.

Event description:
On (B)(6) 2012, the manufacturer's consultant reported that during surgery when high impedance was observed, the dcdc value was 7.

Event description:
Additional information was received on (B)(6) 2012, when the physician stated that he does not have any information pertaining to the revision surgery. No further information was provided. The hospital reported that they do not return explanted devices therefore the explanted products could not be returned for product analysis.

Manufacturer narrative:
Product problem (e.g. Defects/malfunctions); corrected data: inadvertently did not check "product problem" on supplemental report #1.

Manufacturer narrative:
Describe event or problem; relevant tests/laboratory date; corrected data: inadvertently did not include this information about the dcdc=7 on supplemental report #4.

Event description:
On (B)(4) 2012, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6) 2010 revealed that the patient was experiencing dysphagia as well as dysphonia due to vns and uvulopalatopharyngoplasty. The physician further states that the patient needs battery replacement and that vns is most likely contributing to the dysphonia. The patient was also noted to have obstructive sleep apnea (previously reported on MFR. Report number 1644487-2012-01665). Good faith attempts for further information from the physician have been made but no additional information has been received to date. Attempts for product information cannot be made to the implanting facility as it is unknown where the patient was implanted.